Event description:
It was reported that: while ventilating a pt, the user heard a loud pop and the display screen went blank and the ventilator stopped ventilating the pt. Smoke was seen coming from the back of the device. The pt was manually ventilated with an alternate device until transferred to another ventilator. No pt injury reported.